Event description:
It was reported that the patient presented to the clinic with report of modular cable damage. There was also significant damage to the driveline. No alarms were reported. The plan was to repair driveline with rescue tape then replace modular cable and system controller due to power cable damage. Log files were sent for review to assess any issues resulting from wire damage to driveline portion. Despite the reported modular cable damage or kinking, there was no evidence of any type of electrical perc lead conductor issues seen in the log files. Otherwise, the log files captured routine events there were no notable alarm conditions or parameter changes. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables was confirmed via the submitted photo. The submitted photo was reviewed and revealed the black power cable and white power cable were kinked near the respective controller connector bend reliefs. The submitted log files were reviewed and did not indicate an issue with the system. The provided information indicated the controller was exchanged. Multiple attempts were made to obtain additional information regarding if any product will be returned; however, no additional information has been provided and to date, the controller has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.